Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's husband reported that the patient experienced unexplainable elevated blood glucose of over 300 mg/dl for the past 14 days. She bolused through the infusion device or by injection and was unable to lower her readings. In 2009, she switched to her backup infusion device and her blood glucose lowered. Her normal blood glucose level is 100-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.